Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager dilatation catheter noted blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. An attempt was made to pressurize the balloon and the analysis confirmed that there was a pinhole in the balloon approximately 4 mm proximal to the distal balloon marker. It could not be determined if the pinhole was along a crease or fold in the balloon. Balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately calcified and 90% stenosed, which likely contributed to the experienced rupture. Scanning electron microscopy (sem) analysis determined that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. The balloon exhibited radial and mechanical damage on the balloon surface adjacent to the rupture site. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Based on the information received with this complaint, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture and damage noted appear to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that the target lesion was the left anterior descending artery (lad), vessel diameter 3.0 mm, lesion length 10 mm, no tortuosity, moderate calcification, eccentric, de novo. After a non-abbott guide wire crossed the lesion, predilatation was performed with the 3.0 x 15 mm voyager nc. The balloon ruptured at 14 atmospheres when inflated for the first time. A 3.0 x 15 mm non-abbott balloon was used instead to further dilate the lesion. There were no reported patient effects. No additional information was provided.